Manufacturer narrative:
The device has not been returned at this time. If the device becomes available a supplemental report will be submitted with the evaluation results.lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the staff was using a swan-ganz catheter with an arrow 8.5f introducer and was experiencing back flow of blood into the contamination shield and dampened waveforms. The reporter indicated that the staff felt that the catheter may have been contaminated due to the blood back flow. A new insertion site (re-stick of central vein) was needed to place a new catheter, as the patient had undergone transplant surgery. There were no patient injury reported.

Manufacturer narrative:
One swan-ganz catheter was received with an arrow introducer, contamination shield and unknown injection caps on each extension tube. The introducer was received detached from the catheter. The contamination shield was removed from the catheter and under the shield was an indentation 60 cm proximal of the tip, and a kink located 48 cm proximal of the tip. The rv and ra infusion lumens were received with full occlusions, which were found to be dried blood. The distal and proximal lumens were found patent and they did not leak. The balloon inflated clearly and concentrically and leakage was not observed. The kink in the catheter body may have been the cause for the dampened waveform the customer reported. The cause of the leakage into the contamination shield could not be determined with certainty; however, it did not appear to be related to the edwards catheter. No evidence of a manufacturing nonconformance was found during the evaluation. No actions will be taken at this time.

Manufacturer narrative:
The catheter was still in-dwelling in the patient but return of the catheter is expected.